Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The cause of the peritonitis was reported to be due to a colonoscopy the patient had recently had. Treatment was not reported. The patient recovered from the peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12g27079, h12j11037, h12l13070, h12k09112 and h13b07048 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.